Manufacturer narrative:
A steris field service technician arrived onsite, inspected the surgical table, and identified a melted ac plate assembly and power cord. Both parts showed signs of high heat damage. The damage of the reported event is indicative of fluid intrusion. The user facility mops the floors in between procedures and excess water may have splashed up and created a spark which melted the power cord. The technician replaced the ac plate assembly and power cord, tested the unit, and returned it to service. Steris has requested the affected parts be returned for evaluation. The table has been in use for over 18 years and montgomery has advised the user facility to consider replacing the table due to its age.

Event description:
The user facility reported during a patient procedure their 3080sp surgical table's power cord melted while plugged into the ac receptacle. No smoke was observed in association to the melted ac receptacle. No injuries or procedural cencellations were reported. It is unknown if there were any procedural delays.